Event description:
As reported, when adjusting a cordis 5f pigtail catheter to this introducer at the end of use in a pulmonary angiography, a small segment of 3-5 cm of dark yellow material separated from inside the tuohy-borst valve of the introducer and it stayed wrapped around the pigtail catheter. No new sheath was used and no resistance was felt. No further information was available. There was no allegation of patient injury. Patient demographics were not available. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The device was not available for examination since it was discarded. The manufacturing records were reviewed and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation and an image was not provided, a product non-conformance or device failure could not be confirmed. Further engineering investigation was performed; however, it could not be confirmed that the material wrapped around the pigtail catheter is part of the introducer. Additionally, visual inspection is performed to ensure the presence and to verify the misalignment of all the components as part of the manufacturing process. The suggested insertion procedure of the IFU (instructions for use) was reviewed and remain adequate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when adjusting a cordis 5f pigtail catheter to this introducer at the end of use in a pulmonary angiography, a small segment of 3-5 cm of dark yellow material separated from inside the tuohy-borst valve of the introducer and it stayed wrapped around the pigtail catheter. No new sheath was used and no resistance was felt. No further information was available. There was no allegation of patient injury. Patient demographics were not available. The device was not available for evaluation since it was discarded.

Manufacturer narrative:
The device was not available for examination since it was discarded. The manufacturing records were reviewed and there is no indication of a related non-conformance. All process parameters were met and inspections passed successfully. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. Since the affected unit was not returned for evaluation and an image was not provided, a product non-conformance or device failure could not be confirmed. Further engineering investigation was performed; however, it could not be confirmed that the material wrapped around the pigtail catheter is part of the introducer. Additionally, visual inspection is performed to ensure the presence and to verify the misalignment of all the components as part of the manufacturing process. The suggested insertion procedure of the IFU (instructions for use) was reviewed and remain adequate. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.